Event description:
Dr reports wound was widened and posterior capsule ruptured during positioning of the iol. "When lens was dialed in, caught on vent or anterior capsule". Atrophy of the iris, superiorly, was noted as well as vitreous bulge and minor vitreous loss. An anterior vitrectomy was performed. There was also an observation of initial acute corneal decompensation. Dr reports event is resolving with volraren treatment.